Event description:
As reported, the patient had an initial tka on (B)(6) 2018. The patient was revised on (B)(6) 2022 due to unknown reasons. No other information reported.

Manufacturer narrative:
Pending investigation. Recall: z-0021-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
Correction/additional information: b3, b4, b5, h6.

Event description:
As reported by legal notification, the male patient had an initial left tka on (B)(6) 2018. The patient was revised on (B)(6) 2022 due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs, photographs, or operative notes were not provided. Initial submission: fields in sections f6-f9 should be blank, this is a manufacturer's report. Fu2 submission: fields in section f10 should be blank, this is a manufacturer's report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.